Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device exhibited an occlusion alarm. It was reported that when changing cassettes, one of the pumps had required the cassette to be shaken in order for the pump to function. It was noted that twisting the cassette on the pump had cleared the alarm. It was further indicated that the patient had been unsure which pump had caused the issue. The therapy was life-sustaining and was able to successfully continue their therapy. The dose amount was epoprostenol sdv g-veletri (pap) - 28ng per kg per minute. There was patient involvement, but no patient harm reported. Patient details: initials: (B)(6) was born on (B)(6) 1990, weighing 170, female. Associated cassette complaint documented on: (B)(4).

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.